Manufacturer narrative:
Device evaluation anticipated upon receipt of product.

Manufacturer narrative:
Edwards received information that during the use of an intraclude the balloon burst towards the end of the case. No patient injury was reported. The case was finished with beating heart. The device was returned for analysis. The clinical observation was confirmed. Air was flushed through the balloon lumen while device was submerged in water and a pinhole was discovered. Manufacturing records were reviewed and there were no non-conformances found for this lot. No manufacturing defect could be identified. From the available information, the root cause cannot be definitively determined. However, the most likely scenario is that an unknown application issue specific to the case may have caused the leakage. No CAPA is applicable as no manufacturing defect was confirmed. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.

Event description:
It was reported that during the use of an intraclude aortic occlusion catheter the balloon burst towards the end of the case. No patient injury. The case was finished with beating heart.